Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant products: 5086mri implantable pacing lead, implanted: (B)(6) 2013; a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated. It was noted there was a potential tissue stuck in the screw. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.